Manufacturer narrative:
On february 11, 2026, the mentor analysis lab received the suspect medical device for evaluation. On march 08, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant had a tear within an area of shell abrasion on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left implant by a medical professional. As a result, the patient underwent bilateral exchange with mentor saline implants on (B)(6) 2025. The date of implantation was provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2026, it was determined that the suspect device was an unknown smooth saline implant. As such, the brand name was updated. Brand name: unknown saline implants smooth manufacturer¿s reference number: (B)(4).